Event description:
The pt reported that the leads were explanted because of "misfiring". The leads were causing jolting, even when the device was off. The entire system was removed. The pt reported that the lead was taken out while the stimulation was on. The pt is feeling "knots" in her back at the incision site for the lead after the procedure. The physician has not given the pt a reason for the symptoms. Additional info has been requested from the healthcare professional.